Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using retention controls. The customer returned two vials from lot 417470. Vial #1: two strips were returned. Vial #2: six strips were returned. Testing results (qc range = 2.5 - 3.9 inr): vial#1: qc 1: 3.1 inr, qc 2: 3.0 inr. Vial#2: qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory ca 1500 analyzer with innovin reagent. The result from the meter was 5.5 inr. The result from the laboratory within an hour was 3.9 inr. The customer¿s therapeutic range is 2.5- 3.5 inr.